Event description:
Pt called to report a heater bag alarm and when she cancelled her treatment and removed the cassette, she said it was leaking and wet inside of the cassette door. There is no report of pt ill effect. There is no sample available for eval.